Event description:
Health professional reported that the day following injection in the nasolabial folds with juvederm ultra plus xc, the pt has a "pustular eruption" unilaterally, the physician also descried the event as an "eczematoid eruption." The physician believes the event is a "strep infection" and has sent a sample for culture. Culture results are not yet available. Doctor prescribed oral antibiotics to both hasten the resolution of symptoms and prevent worsening of symptoms which could lead to permanent damage.

Manufacturer narrative:
(B)(4). Evaluation summary: batch number h30l722832, was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determined.